Manufacturer narrative:
DHR review: the complaint lot# 4320028, assembly in suzhou plant on 2024. Nov. 23, a planned lot quantity is 48066ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: 4 photographs were provided. The extension tubing of the unit in the photographs is bent with the needle and guidewire twisted inside of the extension tubing and the slide clamp in the active position. 3 units were returned by the customer; two sealed units of a representative lot (lot number 4326806) and a single opened unit (complaint unit of lot number 4320028). Needles could be successfully removed from the two representative samples, and fluid was flushed through the units without observing a loss of fluid indicating the units were free of puncture damage during withdrawal. The opened unit was visually inspected, and the extension tubing was found to have been punctured by the needle. The extension tubing was also found to be bent due to usage, and the needle and guidewire were observed to be twisted inside of the extension tubing. Safe withdrawal of the needle was not possible. Retain sample analysis: sampling 2ea from the retain sample of the same manufacture lot to check product cannula tip status, the cannula tip status is good, and the puncturing function is also within specification. The cannula pullback function test was also performed without any abnormalities found. Cause analysis: possible reasons of cannula blunt are: 1. Incoming cannula material defect. 2. Cannula tip was damage before assembling the needle cover during assembly possible reason of needle through catheter (extension tubing) is: the slide clamp was active during retracting, and the extension tubing sprung back after stretching causing the needle to pierce through the tubing. Current manufacturing process has operations as below to prevent the risk above: 1. 100% inspection for incoming cannula quality before cannula lubrication, the defect sample can be identified. 2. 100% puncture simulation test with rubber film during final assembly (1) process, product with defect cannula tip can be identified. 3. Both in process inspection and outgoing inspection will monitor product status, abnormal status of slide clamp can be identified. Conclusion(s): both inspection and function test of the retained samples are within product specification. No similar complaints have been received from other hospitals regarding this batch of products. The root cause of the blunt needle and needle through catheter is not clear.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Text message received today and followed up immediately with phone call, where (B)(6) told me of 2 similar occurrences- one happened today the other unable to say but will clarify dates. Sub cut butterfly: initially hard to insert into patient, like it was blunt, but got it in. When pulling back the mechanism to withdraw the needle, as it was retracting, it pierced through the bottom plastic part of extension tubing and came out. Needle pierced nurse as not shielded, when anchoring the butterfly. Nurse: nurse was wearing gloves, felt it break her skin. Internal incident report lodge and infection prevention/whs report to be submitted today. Nil other first aid provided patient- new subcut needle inserted, with no incidents or challenges with subsequent insertion. (B)(6) also mentioned that the clamp is in the "on" position in the sample, however, is confident this was not engaged during the incident. Held onto sample has given this to (B)(6) (hospital cpa) and available for quality checking. (B)(6) will take 2 more from the batch to (B)(6) for collection, also.